Event description:
The manufacturer received information alleging a ventilation service required error code was found during testing on a trilogy ev300 device. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 device was evaluated by a philips service engineer (se). During the evaluation it was noted that an error codes, oxygen blending module (obm) valve failure (e-081) and oxygen flow stuck (e-0149), were observed on the device's error log. The philips se alleged the obm harness would need to be replaced to address this issue. A final report is being submitted. Should further investigation provide new information that impacts the outcome of the investigation or the associated medical device reporting, a supplemental report will be submitted accordingly. Additionally, during the service of the device, the system printed circuit assembly board needs to be replaced due to an error code, oxygen pressure railed low (e-0157), was observed on the device, which was unrelated to the reportable issue. The obm needs to be replaced to address another system error code, model number obm mismatch (e-0160), that was observed on the device error log, and this was unrelated to the reportable malfunction/issue. The fio2 sensor needs to be replaced but this was unrelated to the reportable issue.